Manufacturer narrative:
Findings: unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents to verify battery out limit due to failed battery test. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer had a battery out limit on the insulin pump. The customer's blood glucose level was unknown mg/dl. No further details given.